Event description:
Needle was broken on lateral thigh near the hip when injection [needle issue] redness at the injection site in the beginning [injection site erythema]. Case description: does the incident represent a serious public heath threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6)-year-old male pt who was using novofine 32g 6 mm (needle) for an unk indication and reported "needle was broken on lateral thigh near the hip when injection" beginning on (B)(6) 2014 and "redness at the injection site in the beginning" beginning on an unk date. Pt height: 172 cm. Medical history includes hypertension. Pt had no family history, no history of allergy and alcohol abuse. The pt had reportedly been using novofine 32g 6 mm needle from an unk date. On (B)(6) 2014, in the morning the pt was injected with novofine 32g needle (batch no: unk) and needle broke in the lateral part of thigh near the hip during injection. The pt reported that it was difficult to pull up the needle, and the needle broke while pulling hard. The pt changed the needle every five days. The pt reported that his doctor informed him that it was unnecessary and troublesome to remove the needle since it was small and the pt was also not willing to have a surgery. No tests were performed. On an unk date at the beginning of usage of novofine 32g needle, pt also experienced redness at the injection site and recovered without any treatment. It was reported that pt continued to use novofine 32g needle. The batch number is unk. It is unk if the suspected product stored according to recommendations. Action taken to novofine 32g 6 mm was reported as no change. Outcome of the event "needle was broken in lateral thigh near the hip when injection" was not reported. Outcome of the event "redness at the injection site in the beginning" was reported as recovered.